Event description:
The customer reported that the device failed to power up on battery power. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up on battery power. There was no reported pt involvement. A new battery was ordered for this customer. As of (B)(6) 2011 there have been no further reports from this customer site regarding ths issue. We will consider this a battery failure.